Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for six hours and upon removal the string pulled out of the tampon. While she was manually removing the tampon it fell apart leaving pieces inside. She was able to manually remove the tampon pieces and did not seek medical attention.